Event description:
It was reported that the right ventricular (rv) lead impedance had been gradually increasing over time. Thresholds and sensing were noted to be very stable. It was decided to follow the patient in office instead of via remote monitor. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2004. (B)(4).